Manufacturer narrative:
(B)(4). Device still implanted

Event description:
It was reported that the unknown zimmer screw fractured. Upon screw removal the unknown zimmer implant internal threads were damaged. A thread tap was requested. Also, the implants were placed in back 1995 and the doctor did not have any further information regarding them.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: date of this report, narrative for unknown product code was not included in the initial report (MFR 0002023141-2018-00618), manufacturer, implant date unknown, contact office, manufacturer's contact office, date received by manufacturer, checked "follow-up", checked follow-up type, entered evaluation codes. The following section was corrected: operator of device.

Event description:
No further event information available at the time of this report.